Manufacturer narrative:
Received one used list #079510470 empty lifecare container for complaint investigation from the customer. An opening was noted between the two ports on the bottom of the bag. The opening was observed to have smooth edges. The complaint of leakage can be confirmed due to the opening found. The probable cause of the opening is typical of a brittle fracture due to exposure to cold temperatures and subsequent impact to the container. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. Section e initial reporter full phone no.: (B)(6).

Event description:
The complaint/event occurred on an unspecified date and involved a empty lifecare container 250 ml size. Leakage was reported. There was no report of human harm associated with this complaint/event.